Manufacturer narrative:
The spot vs100 is intended for vision screening of subjects from the age of 6 months through adults. The device evaluates a subject¿s refraction, pupil size and visual gaze for determining the need for referral to for further evaluation. A medical (vision) professional. Spot vs100 is indicated for use when evaluation of individuals for poor vision and refractive errors is needed. Although there was no reported injury with this event, if the report of a damaged power supply with exposed wires were to recur, it could potentially cause serious injury or death. Therefore, baxter is reporting this event.

Event description:
Customer reported power supply was frayed and exposed wires were towards the end that plugs into the vs100s-b. There was no injury reported. This incident was captured under hillrom complaint ref # (B)(4).